Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgoen converting from a bipolar hip to a total using a depuy cup and liner.